Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that at the (B)(6), 2009 follow up visit, this pacemaker revealed 3 years longevity remaining. At the previous follow up visit in (B)(6), 2008 the longevity remaining was 5 years. There was a concern as to the rapid battery depletion. The device print outs were sent to a boston scientific technical consultant for review. The print outs were reviewed and the technical consultant discussed the device was implanted in 2007, that means that it had already been implanted for about 2 years. On the device print out the estimated remaining longevity for this device was 3 years or 3.5 years with automatic capture turned on. The estimated longevity of this device assuming pacing at 60 ppm, output of 2.5 v at 0.4 ms, lead impedance of 580 ohms and pacing percentage of 99% is 6.9 years. This calculation is assuming +/-6 months variations. Calculations represent the expected longevity from implant to ert assuming the same programming from implant. Longevity can be greatly influenced by parameter settings. For example, if the device was programmed to higher outputs right after the implant the device would last less then 6.9 years. Based on this information the remaining longevity of 3.0 or 3.5 years for this device is accurate. The device remains implanted. No adverse patient effects reported.